Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer called with problems the post month with her link meter. Has been have accuracy issues. Analysis run on clark error grid using mean avg. Readings (55) as reference point vs. Bd readings (22, 26, 117) yielded some data points in the d range of the grid, outside acceptable limits.